Event description:
According to the available information, the complaint concerns an experienced end-user who have been performing self-catheterization for 20 years. The end-user had inserted the sc compact set catheter to empty the bladder when part of the device was detached and left inside the urethra. The end-user experienced pain and bleeding and was admitted to the ER where the catheter part was surgically removed. The end-user spends the day in the ER before being discharged. The following night, the end-user again experiences part of the catheter was left in the bladder when catheterizing. This time, the end-user managed to extract the catheter part himself. The two incidences occurred from the same batch according to the end user. There is no further information available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.